Event description:
Versajet head piece locking mechanism wasn't locking to for debridement, called equipment to re engage the headpiece as to confirm it's not locking, unable to lock the headpiece, not sure if the machine or the tubing headpiece is defective. Headpiece given to equipment tech to check with the rep if the headpiece is defective. He will wait if (B)(6) will use the versajet and if still not locking then it will be the machine. FDA safety report ID# (B)(4).